Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the customer experienced hyperglycemia. The customer¿s blood glucose level was 426 mg/dl at the time of incident. The customer was assisted with troubleshooting. Customer reported they did receive a sensor updating or sensor glucose not available alert. Customer reported they did receive a calibration not accepted alert. The insulin pump will not be returned for analysis.